Manufacturer narrative:
The device was received for analysis on 11/26/2014 and additional information was received on 12/14/2014. The device was used and prepped as per the instructions for use (IFU). An adequate continuous flush had been maintained through the microcatheter, and there were no reported kinks or resistance in the microcatheter. The coil was partly in the aneurysm and partly in the microcatheter when the stretching occurred. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It was not reported if the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter or if the microcoil was positioned at a relative sharp angle to the microcatheter. There was not a clinically significant delay in the procedure as a result of the event. Complaint conclusion: during coil embolization of a 4 x 3mm aneurysm (artery not specified), a micrusphere coil (sph10035020/c18028) was noted to be partly stretched during positioning of the coil. This was the first coil, and was delivered via an sl-10 microcatheter. The physician removed the coil and the microcatheter as a unit, and changed to a same/like coil to complete the procedure with the same microcatheter. There was no report of patient injury. The device was used and prepped as per the instructions for use (IFU). An adequate continuous flush had been maintained through the microcatheter, and there were no reported kinks or resistance in the microcatheter. The coil was partly in the aneurysm and partly in the microcatheter when the stretching occurred. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It was not reported if the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter or if the microcoil was positioned at a relative sharp angle to the microcatheter. There was not a clinically significant delay in the procedure as a result of the event. The device was returned for analysis. The proximal section of the coil was stretched. The distal section of the coil was undamaged. No manufacturing defects were found. The most likely contributing factor to the coil stretching may have occurred during positioning with the coil becoming temporarily anchored on itself, on coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event was confirmed based on the condition of the returned device. The root cause of the coil stretching could not be conclusively determined, however, device handling/procedural factors addressed in the IFU may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Event description:
During coil embolization of a 4 x 3mm aneurysm (artery not specified), a micrusphere coil (B)(4) was noted to be partly stretched during positioning of the coil. This was the first coil, and was delivered via an sl-10 microcatheter. The physician removed the coil and the microcatheter as a unit, and changed to a same/like coil to complete the procedure with the same microcatheter. There was no report of patient injury.

Manufacturer narrative:
(B)(6). It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.